Event description:
Patient was treated with revanesse lips+ 1.2 ml; 1/4 syringe (0.6 ml) of filler was injected in top left upper, with mild selling noted. The injector moved to top upper right lip and injected 1/4 syringe. Injector noted swelling was increasing rapidly. Hives noted on pts chest. Injector stopped, applied ice, administered benadryl. Disposed of syringe with remaining product. No further treatment was required based on the opinion of the clinic's medical director. Prollenium's medical technologies inc. Had requested its own medical director's opinion and his review is detailed below. "The following is a clinical opinion based on the information and photos provided by the treating clinic in case (B)(4). On (B)(6) 2022 the patient received approximately 0.5 cc of revanesse lips + into her upper lip. Prior to the injection a topical anesthetic gel was applied to the region. This topical anesthetic contained 18% benzocaine ( an ester anesthetic ). During the injection the patient began to have swelling of the upper lip as well as "hives" on her chest and erythema on her cheeks. The injection was stopped and cool compresses and benadryl were administered. The swelling "completely" resolved within 24 hours. The product was not dissolved and no further swelling occurred. When faced with multiple agents or variables it is often difficult to determine the exact cause of an allergic reaction. In this case my clinical opinion is that this a reaction to benzocaine for the following reasons. The patient had previous revanesse ha injections with no reaction. The reaction resolved without the removal of the injected ha. Benzocaine at a concentration of 18% ( this is 3.5 times stronger than the standard concentration of 5%) was applied to the thin epithelium and mucosa of the lip. Benzocaine is the most allergenic anesthetic due to the fact it is an ester, which means it is rapidly metabolized into para amino benzoic acid (paba). Paba was banned in 2018 re safety concerns. I trust this clinical opinion will be of value to all parties concerned." Internal report number: (B)(4).